Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pelvic pain, protrusion, extrusion, erosion, urinary issues, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and removal of mesh on (B)(6) 2024.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pelvic pain, protrusion, extrusion, erosion, urinary issues, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and removal of mesh on (B)(6) 2024. As reported to coloplast, though not verified, according to additional information received, the patient with this device experienced claimant can feel mesh, pain, stress urinary incontinence and an eroded sling.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced significant vaginal discharge with outer vaginal pain and abnormal urinary analysis.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.